Event description:
The customer alleged "a pt was observed receiving 25-35 breaths per minute with no inspiratory effort. This was described as auto cycling". No pt harm is confirmed. The facility reports that their normal pre-patient testing is done with the pt circuit in place and this type of circuit does pass all pre-patient testing. No death or serious injury is verified. The facility has sent the device to their headquarters for eval and the facility has requested a written evaluation report. Preliminary results show no malfunction with the device. The customer is aware of potential causes of autocycling (leaks) external to the device which may include the pt service circuit and accessories. No add'l info is available at this time. This report is not an admission by mallinckrodt that this device caused or contributed to the event alleged in this report.